Event description:
It was reported that a patient with a retroverted uterus underwent a thermal endometrial ablation in 2008. During the procedure, the primed catheter was placed into the patient and twenty-five cubic centimeters of fluid was inserted into the balloon. When the heat cycle was started, the controller signaled that the temperature was "too high" though it was only at seventy degrees, and the cycle was aborted. The surgeon withdrew the fluid, reprimed, inserted thirty cubic centimeters of fluid, got the pressure to 165 mmhg and the temperature up to eighty-seven degrees, and started therapy. After two minutes, the temperature dropped to 73 degrees but six minutes of therapy was completed. The fluid was cooled. When withdrawing the catheter, the surgeon noticed a sudden flow of air and fluid and fifteen cubic centimeters of fluid were removed from the balloon. The surgeon noticed a linear hole in the side of the balloon. The surgeon opined that perhaps the probe had burned the balloon due to the way uterus was angled. The patient was kept overnight at the hospital for observation. On nine days later, the patient reported new onset urinary incontinence and upon examination was found to have a burn along the labia and posterior urethra into the vagina. The surgeon filled the patient's bladder with a solution of indigocarmine and saline and found no evidence of a vesico-vaginal fistula. The patient had leakage from the meatus when she coughed. The area was edematous with thick pieces of dead skin peeling off. The patient was given neosporin cream and cipro 500 milligrams two times per day for fourteen days.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500 form.